Event description:
An optometrist reported about 20 pts with corneal infiltrates and raised corneal epithelial infiltrates following ;the use of this product. Additional info has been requested.

Manufacturer narrative:
Eval summary: the complaint device was not received for eval. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the mfg documentation. Additional info has been requested via mail fax on 09/10/2010 and 09/27/2010; via mail on 09/10/2010; and via phone on 09/10/2010, 09/27/2010, and 10/04/2010. At this time, additional info had not been received. (B)(4).